Event description:
Reportedly, device was explanted after an unknown implant duration, due to unknown reasons. No further details were provided. Incident date is an approximate date.

Manufacturer narrative:
Device not returned.